Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor implants experienced bilateral capsular contracture (baker grade unknown) post procedure. The capsular contracture was manually broken up by a physician and later the patient. Both implants are painful. One of the implants has dropped, however the other one is so hard it sits high. The patient has indicated a desire for explant, however, at the time of this report, mentor has received no information regarding an expected explantation date. The type of device is unknown, however the common device name and procode values are being populated for submission purposes. See 1645337-2021-04901 for contralateral prosthesis report.